Event description:
It was reported that a new dexcom g7 sensor paired to the dexcom app failed to connect to the ilet despite no active ilet sensor alerts, and the user was instructed to toggle cgm settings, re-enter the pairing code, and allow time for pairing. Symptoms included no clinical symptoms or adverse physiological effects. Outcomes included no impact to health, no medical or surgical intervention, and no hospitalization. Investigation included confirmation of device status via app review, guided troubleshooting, and user education. Investigation of this case revealed a cgm communication or pairing failure limited to the ilet interface, with no evidence of hardware malfunction, consistent with transient connectivity or configuration issues. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or setup-related and attributable to device communication pairing conditions.